Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that the rubber sleeve comes off with the tube causing blood leakage. No patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-jul-2024. Investigation summary bd received 1 used customer sample and 14 unused customer samples for review and analysis. The used customer sample was not sent to the manufacturing site, but photos of the sample were added to the complaint. The used sample was evaluated by visual examination and the indicated failure mode for sleeve separation with the incident lot was observed. Additionally, 10 randomly selected unused customer samples and 10 retention samples from bd inventory were evaluated by functional examination using 30 tubes per needle and the issue of sleeve separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® multiple sample luer adapter that the rubber sleeve comes off with the tube causing blood leakage. No patient impact.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6) medical health care center. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.